Event description:
The customer reported the ventilator stopped working and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was able to duplicate the customer reported problem. The service technician confirmed diagnostic codes in log history indicating a vent inop occurred due to a flow sensor failure. The service technician replaced the exhalation flow sensor to correct the problem. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specification.

Manufacturer narrative:
Exhalation flow sensor.